Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell) are marketed in USA, and therefore this report was filed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that patient was implanted with an allofit®-s alloclassic®, shell with polar screw plug, uncemented, 50/hh on unknown date and is being monitored due to unknown reasons. No other information was provided at this time.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: n/a as no meaningful trend analysis (trend for similar error patterns) can be performed as no event description is available. Review of event description: insufficient event information available. It was reported that patient was implanted an allofit-s alloclassic shell and is being monitored due to unknown reasons. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no products were returned to zimmer biomet for in-depth analysis as they are still implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that patient was implanted with an allofit®-s alloclassic®, shell with polar screw plug, uncemented, 50/hh on (B)(6) 2003 and is being monitored due to unknown reasons. No other information was provided.